Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the monogram torque knee balancer handle broke while tension was being put on it."